Manufacturer narrative:
A field representative reported that the open spine clamp threads were damaged, however, the part was not returned to manufacturer for analysis, therefore, no findings are possible. Replacement of the clamp resolved the issue. No further issues were reported.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they discovered that the open spine clamp's thread was damaged. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found slight stretching on the retainer ring of the tip of the screw, allowing slippage of the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.